Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation surgery, the preloaded lens had been scratched, and the initial procedure had been completed on the same day, no patient contact occurred. According to the additional information received, the lens was inserted in the normal way. Upon viewing the lens, a superficial scratch was noted across the center of the lens. The surgeon checked with the I/a handpiece to make sure it wasn't just loose viscoelastic, but it was indeed a scratched lens. It was then cut, removed, and a company lens of same model but half diopter more power was inserted without issue in an initial procedure. The surgeon stated that they were unsure what caused the issue, it could be either a defect when the lens was made or, more likely, as it was inserted, it rubbed against a component in the inserter. There was no patient harm.